Event description:
During a review of the pump's event history by baxter personnel, a flogard infusion pump was found to have experienced one occurrence of a failure code 38. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. (B)(4). The cause was identified to be defective force sensing resistors. The device was returned unrepaired because an approval for the estimate to repair the device was not received by the limit date. If any additional information is received, a follow-up will be sent.